Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient's ventricular fibrillation (vf) episode, there was ventricular oversensing and undersensing noted on electrogram. In addition, the patient received a possible inappropriate shock due to supra ventricular tachycardia (svt) rhythm. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.